Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4470, competitor implantable pacing lead, (B)(6) 2009; 0185, competitor implantable tachy lead, (B)(4) 2009; 4543, competitor implantable pacing lead, (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient received an inappropriate shock attributed to noise observed on the lead. A lead fracture was suspected. It was also reported that the patient fell from a ladder and landed on the shoulder with the device implant prior to this event. The lead was capped and replaced. No further patient complications were reported as a result of this event.